Event description:
According to the report: the stapler cut did not fire the "clamps." Because of this, the surgeon changed technique, probably to a manual method. There was no report of any patient injury, bleeding or extension of or time.

Manufacturer narrative:
Date of initial report sent: 10/2/2009.